Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on her back and under the electrodes. The irritation was described as itchy hives. The patient was uncertain if she had a nickel allergy. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient used benadryl cream on the irritation and then was prescribed oral benadryl. The medical outcome is unknown. Supplemental report 10/05/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on her back and under the electrodes. The irritation was described as itchy hives. The patient was uncertain if she had a nickel allergy. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient used benadryl cream on the irritation and then was prescribed oral benadryl. The medical outcome is unknown.